Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an unknown procedure on (B)(6) 2019, an integration issue occurred with three (3) locking compression plate (lcp) dynamic hip screw (dhs) plates. The dhs screw could not be placed on the plate while it was inside the patient, however it could be done when it was outside of the patient. The surgeon ended up implanting only the dhs screw without the plate. It was also mentioned that the threaded part of the connecting screw was broken and retained in the dhs screw in the patient's body. Patient status and surgical outcome are unknown. This report is for a dhs®/dcs® lag screw. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 280.800s, lot l994878: manufacturing site: balsthal. Release to warehouse date: august 08, 2018. Expiry date: august 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified h3, h6: a product investigation was completed: the visual inspection has shown that the positioning groove of the dhs/dcs® screw is expanded and damaged. Furthermore there are scratches and marks visible on the surface.all features related to the reported complaint condition were reviewed and no other issues were identified. A functional check could not be performed as relevant features are deformed through post manufacturing damage. Dimensional inspection showed the relevant dimensions were conforming. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The investigation of the dhs/dcs® screw has shown that the positioning groove of the screw is damaged and widened up, this damage prevents the insertion of the plate, therefore the complaint is confirmed. The type and extent of damage incurred indicates that the positioning groove has been widened up due to inadequate handling. In order to ensure a correct load transfer it is crucial to have an appropriate connection between the dhs-screw and the connecting screw 338.310, which is guided through the appropriate dhs/dcs wrench. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a dhs implantation with filling/curettage due to an enchondroma, an integration issue occurred on cephalic dynamic hip screw on the three (3) locking compression plate (lcp) dhs plate. It was mentioned that it was impossible to move the plate 135° 2 holes until the end of the implant holder, there is a resistance which prevented its passage at the junction implant holder/connecting screw. Three unsterilized dhs plates opened/unsterilized + 1 cephalic screw 80 mm diameter 12.5 unsterilized + 1 cephalic screw 85 mm diameter 12.5 on the patient with a part of the screw thread of the connecting screw broke during its insertion on the patient and retained in the dhs screw in the patient's body. Only the dhs screw was implanted without the plate, it was made possible since the indication was not a fracture. A surgical delay of more than 45 minutes was reported. There was no patient impact, surgical outcome was unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: lot number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a dhs implantation with filling/curettage due to an enchondroma, an integration issue occurred on cephalic dynamic hip screw on the three (3) locking compression plate (lcp) dhs plate. It was mentioned that it was impossible to move the plate 135° 2 holes until the end of the implant holder, there is a resistance which prevented its passage at the junction implant holder/connecting screw. Three unsterilized dhs plates opened/unsterilized + 1 cephalic screw 80 mm diameter 12.5 unsterilized + 1 cephalic screw 85 mm diameter 12.5 on the patient with a part of the screw thread of the connecting screw broke during its insertion on the patient and retained in the dhs screw in the patient's body. Only the dhs screw was implanted without the plate, it was made possible since the indication was not a fracture. A surgical delay of more than 45 minutes was reported. There was no patient impact, surgical outcome was unknown. This report is for an unknown screw.

Event description:
05/26/2019: updated: it was reported that on (B)(6) 2019, during a filling curettage of the lesion on the right femoral neck procedure, an integration issue occurred on cephalic dynamic hip screw on the three (3) locking compression plate (lcp) dhs plate. It was mentioned that the dhs screw was impossible to be placed on the plate while it was inside the patient, but was possible when it was done outside of the patient. Only the dhs screw was implanted without the plate, it was made possible since the indication was not a fracture. It was also mentioned that the threaded part of the connecting screw was broken and retained in the dhs screw in the patient's body. A surgical delay of more than 45 minutes was reported. There was no patient impact, surgical outcome was unknown. This complaint involves five (5) devices. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a filling curettage of the lesion on the right femoral neck procedure, an integration issue occurred on cephalic dynamic hip screw on the three (3) locking compression plate (lcp) dhs plate. It was mentioned that the dhs screw was impossible to be placed on the plate while it was inside the patient, but was possible when it was done outside of the patient. Only the dhs screw was implanted without the plate, it was made possible since the indication was not a fracture. It was also mentioned that the threaded part of the connecting screw was broken and retained in the dhs screw in the patient's body. A surgical delay of more than 45 minutes was reported. There was no patient impact, surgical outcome was unknown.